Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
The patient reported that he had fallen down some steps last year and ¿broke all 4 of my limbs¿. It made the patient¿s pump move to where they had to hold his pump ¿to get the thing in¿ when refilling, they had to stick the patient 8 times. The patient was also seeking a new hcp as they were relocating. The pump was used to deliver dilaudid. No interventions, symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).